Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: (B)(6), 300-30-14 - equinoxe preserve stem 14mm, (B)(6), 315-35-00 - glnd kwire, (B)(6), 320-06-38 - glenosphere 38mm, (B)(6), 320-15-01 - eq rev glenoid plate, (B)(6), 320-15-05 - eq rev locking screw, (B)(6), 320-20-00 - eq reverse torque defining screw kit, (B)(6), 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm, (B)(6), 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm, (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm, (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm, (B)(6), 322-10-00 - humeral adapter tray, +0, (B)(6), 322-38-00 - 145-deg pe 38mm hum liner +0, (B)(6), 531-55-88 - ergo gps 3.2mm drill kit sterile, (B)(6), 531-78-20 - shouldr gps hex pins kit, 12000423006, (B)(6) - gps implant kit v2.

Event description:
As reported, approximately 6 months and 29 days post the initial right reverse total shoulder arthroplasty, the patient was a little unstable and was noticing some looseness in their shoulder when they held their dog under their arm. The patient was revised and upsized. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d. The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.